Event description:
During preventive maintenance service, the manufacturer's service technician reported the ventilator failed the remote alarm test. The ventilator was not in use on a patient. The service technician reported the remote alarm connector was failed. The service technician replaced the main pcb board to address the finding. Applicable final testing was completed per operating specifications.